Event description:
The report indicated that at the end of cardiopulmonary bypass, air bubbles were observed at the arterial outlet port and into the arterial line. The blood flow was 3.5 l/min and o2 flow was 2l/min. No problems were noted during priming of the circuit or during the one hour and 40 min on bypass. The report also stated that the clinician was unsure how the air was introduced into the circuit. The pt expired from severe neurological problems.